Event description:
It was reported that the stent was stuck on wire. The 90% stenosed target lesion was located in the moderately calcified with steeply bifurcated superficial femoral artery. A 6 x 60 x 130 innova vascular self-expanding stent was advanced for treatment. After stent implantation, the stent delivery system was withdrawn, but it was difficult. The stent was stuck on the 12g victory wire and had to be removed together. The wire was then reinserted, and a 5x220 sterling balloon was used for post-dilation over the same wire without any issues. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: the innova device was returned for analysis. A visual and tactile examination identified an outer sheath kink approximately 1mm distal from the distal end of the handle. The investigator was unable to load the guidewire onto the device due to the outer sheath kink. The guidewire used by the customer was not returned for analysis. A visual and tactile examination identified that the stent was deployed from the delivery system and not returned with the device.

Event description:
It was reported that the stent was stuck on wire. The 90% stenosed target lesion was located in the moderately calcified with steeply bifurcated superficial femoral artery. A 6 x 60 x 130 innova vascular self-expanding stent was advanced for treatment. After stent implantation, the stent delivery system was withdrawn, but it was difficult. The stent was stuck on the 12g victory wire and had to be removed together. The wire was then reinserted, and a 5x220 sterling balloon was used for post-dilation over the same wire without any issues. The procedure was completed with this device. There were no patient complications as a result of this event.